Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. An alternate sample from a different lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing record was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following treatment. The patient experienced cramping and upon canceling treatment found a puddle of fluid underneath the cycler. The patient was advised to contact her pd nurse, the set was not made available for evaluation. During follow-up, the patient's pd nurse reported the patient did not have any signs of infection and his effluent has remained clear. He was not prescribed any antibiotics with draining. Positional options during treatment were discussed with the patient to reduce this from reoccurring.